Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The field service engineer (fse) dialed into the station and navigated to the storage space configurations page. The fse searched for the failure, logged into care fusion network admin, and confirmed that ipv6 was inactive on both network adapters. The firewall was checked, and the station was restarted. After logging back in, the configurations were checked again. The pocket containing the medication was located and was now visible. Customer also dialed in and confirmed that the medication was visible and accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.